Event description:
Approximately three months later, a high out of range shock impedance measurements was obtained. In addition, the pacing impedance has decreased three hundred ohms however remains within normal range. The arrhythmia logbook revealed numerous ventricular episodes had occurred. In addition, there was noise on the right ventricular and shock channels that did not correlate to a cardiac signal. This was thought related to the replacement lead (model 0181) however as the is-1 and df-1 of this lead have been connected to the replacement lead, this information is also being provided. As a noise episode had been recorded since that lead procedure, there was concern of a sub-optimal connection to the device. A high resolution x-ray of the device header was recommended in addition to performing provocative measures.

Manufacturer narrative:
This rv was surgically abandoned, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a recent follow-up, several events marked as ventricular tachycardia (vt) and ventricular fibrillation (vf) were recorded due to noise on the right ventricular (rv) channel. As a result of the noise being oversensed, anti-tachycardia pacing (atp) was delivered. The noise was not reproducible. The decision was made to implant a new rv lead because it was suspected this rv lead was fractured. There were no adverse patient effects reported.